Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump to clear malfunction alarm.